Event description:
It was reported that, "patient is a (B) (6) male who underwent 2nd right total hip revision surgery secondary to loosening of the acetabular component. Pt signed consent to participate in tritanium acetabular study on (B) (6) 2010."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.